Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. A revision was performed and the pacemaker was explanted while the right atrial (ra) lead was capped. Reportedly, the lead tip snapped off during extraction and remains in the atrium. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm damaged/defective allegation and unretrieved device fragments based on tip end of lead was not returned for analysis. Also, the returned proximal portion of lead was induced damage at explant. Further, the infection and sepsis cannot be confirmed by product analysis.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. A revision was performed, and the pacemaker was explanted while the right atrial (ra) lead was capped. Reportedly, the lead tip snapped off during extraction and remains in the atrium. No additional adverse patient effects were reported.